Event description:
It was initially reported by the pt's mother that the pt has an increase in seizures above baseline that began (B)(6) 2010. Pt is also experiencing painful stimulation since the device settings were increased. Physician has adjusted the pt medication doses. Mother stated that the magnet does help with seizures as she no longer passes out with seizures when it is used. Good faith attempts to gain more info have been unsuccessful to date.